Event description:
The surgeon was using the harmonic scalpel on the pt during laparoscopic supracervical hysterectomy. The surgeon removed the harmonic scalpel from the operative site and the scrub nurse noted that the tip of the harmonic scalpel had broken off. It took the surgeon about 10-15 minutes to locate the broken tip in the pt's belly. It was then removed. Ethicon rep, (B)(6) was made aware. There were no other items related to the failure of this product.